Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during post operative check, the patient's right atrial (ra) lead exhibited high thresholds, and atrial undersensing. The lead was reprogrammed and remains in use. The patient's right ventricular (rv) lead exhibited high thresholds, no capture and undersensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.